Event description:
Pt to or after admitted for complaint of pain after history of orif in 2001. Found to have fracture of leg. Screw at non-union right femur. To or for removal and replacement of fractured lag screw component.